Manufacturer narrative:
The investigation has been completed for pump not detected. The console (ic4769) was sent back for further investigation. The console was tested thoroughly on an engineering bench. The inability to detect the purge fluid during the case start procedure was likely due to an open line in the purge tubing but could not be confirmed due to the lack of information from the clinical team. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was unable to recognize the pump, which was resolved through new console. No patient was involved.